Event description:
It was reported that during an oral surgical procedure (wisdom tooth extraction) that the drill got hot. The pt received a burn to the right upper lip extending tot he corner of the lip and on the bottom of the lip. Surgeon ordered a plastic surgeon consult. No other info reported.